Event description:
The international customer reported the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) replaced the power supply to correct the reported problem. The fse reported the device is working to specification.